Manufacturer narrative:
UDI number added.

Manufacturer narrative:
The log files from the actual device and the connected central station were requested and were evaluated by philips. It was found that the alarms worked as expected, and that they were registered at the central station. The alarm logs revealed that the alarms were silenced at 20:14. The results of the investigation were provided via a formal response letter to the submitter of this case. No parts were replaced. The device remains at the customer site. The device worked as intended and there was no product malfunction. No further investigation is warranted.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that they did not hear the red alarm for ventricular tachycardia (which is the highest priority) on the monitor. Fortunately, the nurse entered the room to take vital signs and started the reanimation process. The patient suffered no injures. The alarms worked fine in the monitoring, and they were registered at the central station. The incidence occurred on (B)(6) 2017.